Event description:
It was reported by the patient that their device "went bad". Follow up was attempted but no additional information was obtained. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.